Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 397.127; lot # l817813; manufacturing site:hägendorf; release to warehouse date: april 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, holding and expansion device would not detach from ecd implant following expansion in situ therefore causing concern for surgical team. Although, the implant would not disengage from the inserter and was therefore removed from the patient with the insertion device when it was meant to remain in the patient. After trying to manipulate it in several ways to release it the implant in situ with no result, the implant was removed from the inserter in its expanded position and implanted with forceps and its expansion locked in position with the locking clip. The surgery was completed successfully. The patient status was unknown. This complaint involves three (3) devices. This report is for (1) holding+distraction instr f/ecd. This report is 1 of 2 (B)(4).